Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 months ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had shown declined in charge and was then non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the patient.